Manufacturer narrative:
Device evaluated by MFR: unit returned, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with the upn and lot number provided by the customer. The imaging window was observed partially detached at the lapjoint section. The imaging window was observed partially detached at the lapjoint section. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 21oct2020. It was reported that shaft kinked occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for use and the shaft became kinked. The procedure was completed with another of the same device. There were no patient complications reported. Device analysis identified a partial detachment at the lapjoint.